Event description:
Registered nurse noticed pt's blood was backing up the IV line from the patient's IV site while administration of heparin IV infusion despite flushing via a hub in the line. Noticed the vtbi wasn't decreasing. IV site working fine. Switched pumps and reprogrammed. The blood-colored heparin that was sitting in the line started to push back out into pt's IV and cleared within seconds. The hepxa's prior were low. The first hepxa after pump change was low normal. The second hepxa after pump change was high.